Event description:
During a final of two defibrillation threshold tests, there was a device failure of the ICD lead causing presumptive short-circuit of the ICD generator, which reverted to a backup safety pacing mode. Pt required external rescue to be stabilized. Fluoroscopy performed of entire system, attention paid to intra-cardiac portion of leads. Multiple angulations viewed. Complete device programming eval performed, include review of device logs, interactive testing of pacing and sensing thresholds, and measurement of lead impedances. Dft test performed using shock-on-t induction of ventricular fibrillation. After second test, device could not be interrogated, reverted to backup of vvi at 60 bpm, at max output. Of note, low energy shocks were delivered prior to each dft test to confirm stable shock coil impedance. Pt required to undergo device extraction one week following. Currently treated with coumadin and sotalol.